Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device endo clips could not firmly apply onto the vessel; they easily fell off. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90k5c. The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 18 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.